Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient observed backup battery fault alarms that were not visible in the alarms history. The alarms resolved with the primary and backup system controllers clocks synced. The patient's backup system controller did not charge correctly on their home mobile power unit (mpu) as well at the hospital's power base unit (pbu). It seemed to charge as intended while on batteries/battery clips. Log files for the backup controller captured numerous "unable to charge emergency backup battery (ebb)" events along with some backup battery fault alarms. It was also noted through the log files that when using the wall unit that the bus voltage was below specification at 12 or 13 volts, which caused the "unable to charge ebb" while connected to the white power lead. Only the white power lead was connected when trying to charge the ebb. The controller gave the same alarm when both leads were connected. The controller was replaced and the issue resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a backup battery fault was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (15nov2022 from 08:42:42 ¿ 10:09:24, and from 09:12:14 ¿ 09:18:52 per timestamp). The clock was changed from 15nov2022 at 10:09:24 to 09:12:14. There were no other notable events in the log file. There were no backup battery faults active in the log file. Pump operation was not affected. The periodic log file was also submitted for review. A review of the submitted log file showed events spanning approximately 11 days (04nov2022 ¿ 15nov2022 per timestamp). Low bus voltages were measured to be below the expected 14v when the controller was connected to the mobile power unit (mpu). The voltages were measured to be as low as 11.5v. These events were captured daily from 06nov2022 ¿ 15nov2022 between the hours of 00:00:00 ¿ 10:00:00. The low voltages did not trigger any alarms to activate and cleared once the controller was connected to battery power. There were no other notable alarms active in the log file. Pump operation was not affected. Additional log files were submitted for review. A review of the submitted log files showed events spanning approximately 12 days (15feb2022, 27feb2022, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was reset; therefore, the exact date and times of the alarms was unable to be accurately recorded. Atypical low bus voltages were intermittently active throughout the log file from 15feb2023 ¿ 27feb2023. The low voltages resulted in backup battery faults to activate due to the battery being unable to charge. There were no other notable alarms active in the log file. Additional information provided on 21nov2022 stated that the cause of the alarms is unknown, the alarms resolved, and that no product will be returning. It was also reported that the controller was exchanged and placed as the patient¿s backup controller. It was stated that exchanging the controller resolved the alarms. The root cause of the reported event was unable to be confirmed. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.